Event description:
A high blood glucose level was reported, with the customer's device displaying "high." There was no specific value given, but the reading was confirmed to be high using a cgm and meter. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support guided the customer through inspecting and replacing the cartridge on the pump, as there was no insulin coming out of the tubing, and confirmed proper storage and usage. The customer switched to mdi as a backup therapy and was instructed to return the faulty pump with a prepaid label. The pump was under warranty, and the caller confirmed they knew how to store the pump correctly.